Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid video laparoscope had several issues. The fiber bonding in the outer tube area (distal end) was damaged. The r unit(charge-coupled device) unit had a kink, and therefore the parts could not be disassembled or reassembled. The outer tube was damaged, resulting in inadequate dielectric strength. The outer tube damage also led to inadequate leakage current performance. There was no patient involvement.